Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy, an unexpected sound was heard and the blade was broken off after several actuations. Although the broken blade fell into the operative field, it was retrieved. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the blade did not contact with metals. One device will be returning.